Event description:
The customer reported, the system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power motor relay board. The system operates as intended.